Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/14/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/25/2014 with the following findings:the complaint could not be duplicated during investigation. A review of the pump¿s black box data revealed no related events. The pump powered on per specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue. There was no evidence of moisture on the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pumped powered off without user intervention. The reported noted the pump did not alert for a low battery warning or replace battery alarm. It was reported the battery was replaced following the reported issue and the patient continues use of the pump. The pump was unavailable for troubleshooting and no additional information was provided. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.